Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed motor error alarm during rewind. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch also, unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.